Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an accessory broken off in the luer orifice was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A plastic male luer taper was broken off in the luer orifice. Microscopic inspection of the sample confirmed mechanical damage in the vicinity of the luer orifice. The damage was consistent with device manipulation with an instrument. Inspection of the break site in the accessory taper revealed abundant deformation and discoloration. The accessory taper appeared to be bonded to the luer material and could not be removed. The apparent bonding between the broken taper and the orifice suggested that chemical use may have contributed. Neither the taper, nor the luer orifice could be measured, so it is unknown if dimensional incompatibility also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported customer had the end of the set break off. The tubing was placed directly into a lumen of a PICC and not into the needleless connector. Additional information received 8/13/2020: it was reported he patient¿s extension tubing was being changed out, and when the nurse tried to disconnect tubing from the lumen, the tip of the tubing broke off in the lumen. Since switching to bd tubing and extensions, staff have noticed that it is difficult to remove extension sets during dressing changes. IV therapy¿s staff is very aware of alcohol dry time, so this most likely is not the cause. Staff have commented that all patients who have extension added to their lines are having difficulty removing the tubing¿some have had to use tourniquets to grip. No patient harm reported, however, the patient¿s PICC line had to be removed 3 days before treatment regimen completed.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported customer had the end of the set break off. The tubing was placed directly into a lumen of a PICC and not into the needleless connector. Additional information received 8/13/2020: it was reported he patient¿s extension tubing was being changed out, and when the nurse tried to disconnect tubing from the lumen, the tip of the tubing broke off in the lumen. Since switching to bd tubing and extensions, staff have noticed that it is difficult to remove extension sets during dressing changes. IV therapy¿s staff is very aware of alcohol dry time, so this most likely is not the cause. Staff have commented that all patients who have extension added to their lines are having difficulty removing the tubing¿some have had to use tourniquets to grip. No patient harm reported, however, the patient¿s PICC line had to be removed 3 days before treatment regimen completed.